Manufacturer narrative:
(B)(4).

Event description:
It was reported that a symptomatic patient presented to the clinic. Upon interrogation, the right ventricular lead exhibited intermittent loss of capture. The lead was explanted and replaced. The patient was fine after the procedure.